Manufacturer narrative:
The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the depth gauge for lckng scrs to 100 was found to be bent from the needle. A dimensional inspection for the depth gauge for lckng scrs to 100 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for lckng scrs to 100 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product #: 03.010.428, lot #: 82p1469, manufacturing site: (B)(4), release to warehouse date: 12-may-2021. A manufacturing record evaluation was performed for the finished device 03.010.428 lot number 82p1469, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while inserting a femoral recon nail (frn) nail, the impaction cap broke at the threaded junction inside of the handle. Fragments were generated and removed. Additionally the depth gauges was damaged. The surgery was completed successfully. No patient consequences. No surgical delay. This report is for one (1) depth gauge for lckng scrs to 100. This is report 3 of 3 for complaint (B)(4).